Event description:
Broken jaw, tip not aligned and not biting properly.

Manufacturer narrative:
Qn# (B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 354964. (1) sample of 354964 lot f7 was received for evaluation. Visual review of the sample noted a cracked jaw. The cracked jaws was examined under magnification and stress fractures and rust were noted. The jaw is still attached with hairline cracks. When the jaw was gently pushed to expose the crack it fell off. Isolated and site specific. The samples provided include multiple lots and product codes which indicates that tray damage and oversized needles may have played a role in the observed damage. (1) sample of 354964 lot f7 was received for evaluation. Visual review of the sample noted a cracked jaw. The cracked jaws was examined under magnification and stress fractures and rust were noted. The jaw is still attached with hairline cracks. When the jaw was gently pushed to expose the crack it fell off. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 354964 related complaints include 20038589, 20038680, 20038604 and 20038603, 20038613, 20038642, 20038643, 20038644, 20038645, 20038646, 20038647 from a similar device. Isolated and site specific. The samples provided include multiple lots and product codes which indicates that tray damage and oversized needles may have played a role in the observed damage. Isolated and site specific. The samples provided include multiple lots and product codes which indicates that tray damage and oversized needles may have played a role in the observed damage.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Broken jaw, tip not aligned and not biting properly.